Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 49.3 cm - 50.0 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the patient anatomy. (B)(4).

Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited noise. The lead was explanted and replaced successfully on (B)(6) 2016. The patient was doing well post procedure.